Event description:
Boston scientific received information that this right atrial lead had noise with oversensing, which was reproducible with isometrics, and low pacing impedances of less than 100 ohms. Subclavian crush was observed on an x-ray. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation and a fractured outer coil at a distance of some 19.5 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicle first rib entrapment. These findings are consistent with the clinical observation and can be considered as the root cause of the noise and low impedance mentioned in the complained description. The analysis did not reveal any sign of a material or manufacturing problem.